Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which layer of the perineum was vicryl plus suture used on? Unk. How many layers were closed and suture type for each layer? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. How was the vicryl plus suture initially placed (interrupted or continuous)? Unk. Can you clarify how much of ¿wound was split¿? Unk . What medical intervention was performed to treat the ¿wound was split¿? Unk. Can you explain ¿hospital made treatment¿? Medical treatment, but details are unknown other relevant patient history/concomitant medications unk . Will any representative samples/ product be returned, return date, tracking information? No . What is physician¿s opinion as to the etiology of or contributing factors to this event? Suture issue. The patient demographic info: weight, bmi at the time of index procedure unk. What is the patient current status? Stable.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which layer of the perineum was vicryl plus suture used on? How many layers were closed and suture type for each layer? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the vicryl plus suture initially placed (interrupted or continuous)? Can you clarify how much of ¿wound was split¿? What medical intervention was performed to treat the ¿wound was split¿? Can you explain ¿hospital made treatment¿? Other relevant patient history/concomitant medications will any representative samples/ product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? The patient demographic info: weight, bmi at the time of index procedure what is the patient current status?

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2018 and suture was used on the perineum. On (B)(6) 2018 the suture came out from the skin and was rejected by tissue. The wound was split. The hospital treated the wound accordingly. The patient status is reported as stable. Additional information has been requested.